Manufacturer narrative:
D6a. If implanted, give date the implant date was only known as 2018. Thus, 31-dec-2018 was used to calculate the minimum implant duration. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The subject device is not available for evaluation as it remains implanted in the patient. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including diabetes. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an 80-y-o patient with a valve model 7300tfx27mm implanted in mitral position underwent a valve-in-valve intervention after an implant duration of approximately 6 years and 4 months due to severe stenosis and regurgitation (mean gradient of 12mmhg). The patient presented with heart failure prior to the intervention. A transcatheter valve was implanted within the surgical valve. The procedure went well and the patient was reported to be stable.